Event description:
It was reported that intra-operatively during sinus case, the m5 handpiece overheated. There was no patient impact.

Manufacturer narrative:
H3: product analysis concluded that the overheating could not be verified as the handpiece was not running. The motor, seals and bearings were corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.